Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when an asymptomatic patient presented to the operating room for a new device, the right ventricular lead was found kinked during the implantation. The lead was explanted and replaced without complications. The patient condition was stable post procedure.